Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy 202 ventilator unable to turn on. There was no harm or injury reported. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" error code was discovered in the ventilator's downloaded event log. The technician recommended replacing the device's oxygen blending module board to address the issue. No further investigation is required at this time. Additionally, an internal battery depleted error was discovered in the event log. The internal battery was charged addressing the error code. The device¿s pollen filter, 43 micron filter were found to be dirty, and replacement was required. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.

Event description:
The manufacturer received information alleging a trilogy 202 ventilator unable to turn on. There was no harm or injury reported. The device was not in patient use. The device has not yet been returned to the manufacturer for evaluation. The manufacturer's investigation is ongoing. A supplemental report will be submitted when the manufacturer's investigation is complete.